Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). During a follow up call, the home patient (hp) stated therapy resumed with new supplies. The hp stated that this was an isolated event and reported no further issues. The reported condition was not confirmed due to lack of sample. Based on the information gathered during baxter's investigation, the root cause of this report was not determined. Lot information is unknown; therefore, a batch review was not completed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A (B)(6) home patient (hp) contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that occurred on the home choice (hc) during dwell 6 of 7. The hp stated there were 7 bags connected and solution only remained in the heater and final bag. The hp confirmed there were no leaks and no disconnects. The technical service representative (tsr) advised the hp to cycle power to clear the alarm. The hp confirmed to complete therapy with manual supplies. There was no patient injury or medical intervention reported.